Event description:
It was reported that the patient reported insulin exits greater than normal resistance which indicates that the blockage is in the tubing on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 18/mar/2026. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the eqms on 13/jun/2026 against ¿lot number¿ ¿6013477¿ and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- reduced flow. The review confirmed that lot: 6013477 and the identified failure mode is not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/jun/2026 against ¿lot number¿ criteria equal ¿6013477¿ and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- reduced flow. The number of complaints is 1. The complaint number is: (B)(4). Device history record (DHR) review: the lot: 6013477 was manufactured according to 4902100 version and manufactured in machine/line: multivac 12, on 27/may/2025 with a total of (B)(4) units. Sub-assembly: assembly. The lot: 5e04133 was manufactured according to 4905245 version and manufactured in machine/line: quick set, on 27/may/2025 with a total of (B)(4) units. The lot: 5e04498 was manufactured according to 4905245 version and manufactured in machine/line: quick set, on 21/may/2025 with a total of (B)(4) units. Sub-assembly: gluing of tubing. The lot: 5e03423 was manufactured according to 4905078 version and manufactured in machine/line: mp04, mp08, on 19/may/2025 with a total of (B)(4) units. The lot: 5e03437 was manufactured according to 4905078 version and manufactured in machine/line: mp04, mp08, on 27/may/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) 001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.